Event description:
It was reported that the pump read 'no disposable pump'. No patient injury was reported.

Manufacturer narrative:
The product is anticipated to be received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 26-july-2022 via email and attached to complaint object: date of the event unknown. No patient involvement. Error message upon starting the pump., correction: device manufacturing date: 22-may-2009.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the sticker seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. Root cause of the reported event is unknown. It is recommended that the downstream occlusion sensor be replaced preventively. The returned product is beyond 13 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.